Manufacturer narrative:
Follow-up #1 ((B)(6) 2011)-device evaluation: the lay user/patient's product(s) has been returned and evaluated by lifescan product analysis on (B)(6) 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a damaged display. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k082590.

Event description:
On (B)(6) 2011, the patient/lay-user's friend or relative contacted lifescan (lfs) alleging that the patient was experiencing a display issue with her one touch ping meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient's reporter reported that the alleged issue with the subject meter's cracked display showing black marks on the display began on an unspecified time on (B)(6) 2011. She stated that the patient manages her diabetes with insulin (pump therapy) and due to the alleged issue she denied the patient made any changes to her usual treatment. The patient's reporter denied the patient developed any symptoms due to the alleged issue. The reporter stated on (B)(6) 2011, at 2 pm the patient reportedly tested with her backup glucose meter and obtained a glucose result of "390 mg/dl" and at the same time self treated by providing correction with her insulin pump. During the initial call with customer service, the agent noted that there was no information of misuse of the device. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient's reporter denied the patient developed any symptoms suggestive of severe hypoglycemia or hyperglycemia. Although the patient self treated with insulin, there is no evidence the patient administered inappropriate self treatment. In addition, there is no evidence of delay in treatment as a result of the alleged issue. However, this complaint is being reported because the alleged product issue remained unresolved.